Event description:
Reportedly, complete loss of capture was observed in patient's defibrillation system. Insulation breach was reportedly observed on the defibrillation lead. Atrial lead dislodgement was also reported. The two leads were capped and left in the body. The ICD remained implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, complete loss of capture was observed in patient's defibrillation system. Insulation breach was reportedly observed on the defibrillation lead. Atrial lead dislodgement was also reported. The two leads were capped and left in the body. The ICD remained implanted.